Manufacturer narrative:
A united states (us) customer reported observation of an elevated high sensitivity troponin I (tnih) result which was erroneous relative to repeat testing. Reagent issues were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the wash station assembly and identified leakage in rinse block 1 with significant buildup. The cse replaced multiple parts, including rinse blocks, gray peristaltic pump clips, the level sense pump membrane, and the base pump (due to a leak), cleaned the area, and calibrated bubble sensors and verified fluidics. Post-service qc and patient sample replicates produced expected results. Return of the patient sample for further investigation was not warranted because the erroneous result was not reproducible. The probable cause of the erroneously elevated tnih result could not be determined, as multiple parts were replaced and serviced as part of standard service actions. A product problem was not identified. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reports observation of an elevated high-sensitivity troponin I (tnih) result which was erroneous relative to repeat testing when using lot# 113 on an advia centaur cp analyzer (s/n: (B)(6)). An initially erroneous elevated tnih result was observed for the patient sample in question. This elevated result was not reported to the physician(s). The same sample was retested on the original analyzer and also tested on an alternate analyzer, both of which produced lower results. The result from the alternate analyzer is unknown; however, the lower result was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this issue.